Event description:
It was reported that the patient was obtunded and another health care provider (hcp) thought he ¿may be over-narcotized¿. It was noted the patient also had a spinal cord stimulation system and that the patient was having surgery on his lungs the following day. The hcp wanted to turn both systems off due to the surgery. The reporter didn¿t have the patient¿s name and didn¿t know who the managing hcp for the device was. The reporter was also ¿not even sure¿ if the devices the patient had were from medtronic. The reporter thought there ¿may be¿ baclofen and dilaudid in the pump but was not sure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).